Event description:
The field engineer reported several communication error messages int he system log while inspecting the system during a preventative maintenance visit. This error message will likely cause the system to shut down, lock-up or prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board, high voltage tank, and x-ray tube were replaced. The system was then found to be operating as intended.